Manufacturer narrative:
A green mesh sling with black straps and banding, size large, was used with the lift during the incident. The sling is absent of any label to identify the manufacturer, brand or product number. Apex health care mfg., inc, never contained the sling when the lift dispatched from (B)(4).

Event description:
We received the medwatch form 3500a from our customer: (B)(6) on (B)(6) 2017 and it stated as below: it was reported to the manufacturer by the end user, per the end user, the cna's put the resident in the sling on the bed. The patient was raised off the bed and the lift was moved. The resident slid out of the sling, feet first. The resident landed on the floor. The resident sustained a hematoma on the back of the head. Around 6:30 pm that day, patient started vomiting. Doctor was notified and staff should continue to monitor. Patient continued to vomit and was sent to the hospital on (B)(6) 2017 at 10:08 am. CT-scan, ua and labs were done. The results were normal. As of this writing, not yet obtained any update news for this lift.